Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reports left knee swelling and rash post-implantation. No revision has been reported to date and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was investigated under medwatch#: 3007963827-2018-00006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
It was reported patient is having pain in the left knee from putting more pressure on it, since the right hip started having pains. It was also noted that the patient uses a walker.